Manufacturer narrative:
The pump passed the displacement and self tests. No keypad anomalies were noted during testing. The keypad unresponsive/button error alarms were not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump alarmed button error and was unable to clear it. The customer was unsure if they pressed a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.